Event description:
International affiliate reports the valve was implanted in 2001. The patient experienced vomiting and fever during the first week of august 2003. Testing revealed excessive drainage, however, the valve could not be reprogrammed. The device was explanted and replaced.